Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of an unspecified medication. The clinician indicated the patient did not receive the full volume of medication and medication remained in the line following the end of the infusion. The clinician was unable to administer end of infusion flush. There was patient involvement but no harm. Although requested, no further information was provided. Bd received additional information. It was reported by the facility's third-party service that they have completed their investigation and "found that we were unable to duplicate the reported issue." The customer declined to send the devices for bd investigation.